Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient went to the emergency room after receiving inappropriate high voltage therapy due to incorrect detection of atrial fibrillation (af) as a tachycardia event. The device was reprogrammed in order to more accurately discriminate for non-ventricular arrhythmias and the patient's condition was stable.